Event description:
Related manufacturer reference number: 2017865-2022-42194. Related manufacturer reference number: 2017865-2022-42195. It was reported that the patient presented to the hospital remotely on (B)(6) 2022 for a follow-up. Upon examination, it was noted that the pacemaker, the right ventricular (rv) lead and right atrial (ra) lead were dislodged due to twiddler's syndrome. It was also observed that there was high capture threshold and decreased sensing on ra and rv leads .high ventricular rate episodes indicated the rv lead was dislodged into the right atrium. Chest x-ray confirmed pacemaker and leads migration. The physician explanted the whole system on (B)(6) 2022. The patient was in stable condition before, during and after procedure.

Manufacturer narrative:
It was reported that the device was explanted due to migration. Interrogation result during analysis were normal. Visual screen was acceptable. Preliminary test results were acceptable. The reported event of migration was unconfirmed,